Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a nurse that medication was lost due to a crack in a 10 ml bd syringe luer-lok¿ tip. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: three loose 10ml luer lok syringes with no packaging and one 10ml luer lok syringe in sealed blister pack from lot # 7325673, catalog # 302995 were received by bd (B)(4) for investigation. Based on visual examination of all four samples, cracked barrel was observed on all samples. The crack varied in length among all four samples. Product defect confirmed based on sample evaluation performed. DHR review for batch 7325673 (p/n 302995): manufacturing dates: 12/20/2017 to 12/22/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7325673 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the severity and occurrence a CAPA is not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.